Event description:
During baxter's functionality testing of a spectrum pump, it failed the flow rate test, under infusion greater than 10%. There was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device and found it was out of specification in relation to the reported symptom, failed flow rate test, under infusing greater than 10%, which was confirmed during evaluation. The device was re-calibrated.